Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient fell and presented at the hospital for follow-up. A CT was done and showed the stent graft was found to have migrated. Per the physician, the cause of the event is unknown. CT scan was repeated two days later and it was determined that the neck diameter is too large for endovascular repair. The patient elected no further intervention due to health reasons, suffering from terminal cancer. No clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.